Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) when they began using a new vial of test strips. The patient reported obtaining blood glucose readings of ¿300s and high 400s¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with an insulin pump. The patient reported taking 12 units of insulin at 12pm and a further 16 units at around 3pm on (B)(6). The patient reported that they ¿blacked out¿ at approximately 4:30-5pm. The patient reported that their spouse called the emergency medical services (ems). The patient reported receiving hcp treatment of IV glucose. The patient reported having their blood glucose tested at the hospital; however, they could not recall the exact reading obtained. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.